Event description:
During a laparoscopically assisted vaginal hysterectomy, it was reported a few drives on the reload of the tsw35 stapler were pushed up and therefore locked out the stapler. It was a new reload and no one accidentally pushed the firing knob as far as rep could see. The reload was removed. A new one placed into the instrument was fired 2 more times without incident. There was no consequence to the pt.